Event description:
Covidien dermalon monofilament nylon 5-0 with edgellant p-13 cutting needle from lot # d9l2749fy has been used with two patients in the emergency department recently. For both patients the needle broke in half in the same location. The broken piece of the needle were able to be removed from the skin of both patients. FDA safety report ID# (B)(4).